Event description:
Bard fecal mgmt system was in place and pt complained of abdominal pain. Device was found to have migrate in colon 1 foot. Xr demonstrated diffuse small bowel dilation. Later when pt continued to have abdominal pain and bowel obstruction, he was found to have a colonic intussusception.